Event description:
A report was rec'd in 2002 from a doctor regarding a pt who had a left eye memorylens implant in 2000. The pt presented for exam in 2002 with a discolored iol. The pt's visual acuity at the exam was 20/30 os. The doctor is not planning on explanting the lens at this time.